Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Visual evaluation of the returned device noted that the neoprene sleeve was collapsed/compressed. Functional testing was performed with a known good ar-6480 pump and found the neoprene sleeve of the device was collapsed and would not inflate. An underwater leak test was also performed by connecting the colder valve connector syringe to the drip chamber when performed bubbles were seen in the water. The most likely cause is attributed to use error. According to dfu-0140 at revision 0. H. Directions for use. Warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-6410 main pump tubing's membrane was flattened. This occurred during a case on (B)(6) 2023, a new product was used and the case was completed with no patient effect.